Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab; however, further investigation showed the bpa was a false positive. Prior to the event, device code was reloaded in the field, which cleared the device¿s usage data as part of the procedure. The bpa algorithm uses device usage history data for calculations and since that data got cleared after reloading code, a false bpa was triggered. This is normal and expected behavior when the data is cleared and the device had been implanted for >6 years. A longevity calculation was performed based upon programmed settings and usage data, and the battery depletion was normal. No anomaly was detected.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab. However, further investigation showed the bpa was falsely triggered. While implanted, the device experienced a reset and entered bvvi mode. Firmware was promptly reloaded by technical services. Several days later, bpa was falsely triggered, because the data required for bpa calculation was lost during the firmware reload process. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. No anomaly was detected.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was in stable condition.